Event description:
It was reported that the patient experienced a three second pause and was symptomatic with dizziness. Myopotentials or electromagnetic interference was suspected. Myopotential testing was performed with no results. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.